Event description:
Caller reported encountering a cgm error 42, which was resolved without adverse impact on blood glucose levels. After a complete pump reset guided by technical support, the issue did not reoccur, allowing the caller to successfully start the sensor session.